Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of knob was missing and the encoder stem was pushed inside the epg rendering it non-functional. It was also noted that the liquid crystal display (lcd) cables were pinched and compromised, and the lowercase had six corroded screws. Additionally, the upper and lower cases, as well as the hanger and seal, were broken. The patient connectors were cracked and contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) knob was missing and the encoder stem was pushed inside the epg rendering it non-functional. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.